Manufacturer narrative:
Investigation is in progress.

Event description:
Customer reported false negative results, and confirmatory testing confirmed a positive result using a pcr test.

Event description:
Customer reported false negative results, and confirmatory testing confirmed a positive result using a pcr test.

Manufacturer narrative:
The manufacturer has completed the investigation. Retained samples from the affected lot in use at the time of the reported event were evaluated. Testing was performed in accordance with established and validated procedures, and no anomalies or irregularities were observed. All tested devices met applicable acceptance criteria and performed as intended. No product-related issue was identified. The root cause of the reported event could not be determined based on the results of the investigation. Note: this is the final report.